Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user saw a ¿connect cgm¿ message, dosing stopped, and review of device history indicated the paired dexcom g7 sensor had failed; the user replaced and paired a new sensor, after which the glucose reading was high, and the call was transferred to the cgm partner for sensor replacement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education and a transfer to the partner organization for sensor replacement support. Investigation of this case revealed an interruption of automated dosing due to a failed g7 sensor and a bg run suspended event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.